Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. It was alleged that the battery compartment was cracked with moisture. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 22-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 08-mar-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of short battery life through multiple voltage drops leading to a call service 177 alarm. During investigation, the battery compartment was found to be cracked from the threads down to the case seal on the side of the pump. The returned battery cap was found to be undamaged and able to properly secure to the pump. During testing, the pump successfully completed the rewind, load, and prime steps without any power interruptions or issues. The pump¿s electrical draws were tested and  found to be within required specifications. Moisture was observed in the battery compartment. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and no further moisture was found. The original complaint of a power issue was noted in the pump history but unable to be duplicated during investigation.